Event description:
Healthcare professional reported rupture diagnosed by CT scan. Later reported upon removal "unable to find a true rupture but did say that the pocket and implant were slimy." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed openings during the analysis.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, rupture. Diagnosed by CT scan. Later reported, upon removal, "unable to find a true rupture, but did say, that the pocket and implant were slimy". Device has been explanted.